Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. It was indicated that prior to amulet procedure, the patient underwent multiple attempts with a non-abbott device for laa closure. During the amulet procedure, the device was deployed with no reported issue. On (B)(6)2023, the patient woke up with abrupt onset of chest pain and shortness of breath. It was noted that the patient had a moderate effusion with some tamponade physiology. The patient got an emergency pericardiocentesis and was taken off dual antiplatelet therapy (dapt). One week after pericardiocentesis, the drain was removed and dapt resumed. In the physician¿s opinion, the effusion was due to difficult anatomy and several recaptures with the non-abbott device and one recapture with amulet. The patient was reported to be stable and was discharged.

Manufacturer narrative:
An event of dyspnea, angina, hospitalization, unexpected medical intervention and pericardial effusion led to cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the patient underwent multiple attempts with a non-abbott device for laa closure. During the amulet procedure, the device was deployed with no reported issue. Later on, the patient woke up with abrupt onset of chest pain and shortness of breath. It was noted that the patient had a moderate effusion with some tamponade physiology. The patient got an emergency pericardiocentesis and was taken off dual antiplatelet therapy (dapt). One week after pericardiocentesis, the drain was removed and dapt resumed. Per case details, in the physician¿s opinion, the effusion was due to difficult anatomy and several recaptures with the non-abbott device and one recapture with amulet. The patient was reported to be stable and was discharged. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. It was indicated that prior to amulet procedure, the patient underwent multiple attempts with a non-abbott device for laa closure. During the amulet procedure, the device was deployed with no reported issue. On (B)(6) 2023, the patient woke up with abrupt onset of chest pain and shortness of breath. It was noted that the patient had a moderate effusion with some tamponade physiology. The patient got an emergency pericardiocentesis and was taken off dual antiplatelet therapy (dapt). Dapt will resume in another week after the drain has been removed.